Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-02594), was submitted on 26-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 16-dec-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010540, in question was manufactured at the osted site. Threshold analysis: a query was run on 31-oct-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6010540" . The count of complaints is 1. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6010540 was manufactured according to the[?]work instruction (wi) appendix 1 batchcard for production of packaging room on 16-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1:patient city: (B)(4). Patient country: united states.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced issue of tape not sticking due to sweat and eventually shifted to hospital on (B)(6) 2025 due to not feeling well and lightheadedness. The blood glucose level was 324 mg/dl when admitted to hospital and the patient got treated with lantus and insulin administered by syringe. The patient was in the hospital for more than 24 hours. No further information available.